Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is estimated. Investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing discomfort at the ipg site. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information received indicates the discomfort has resolved.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was buried deeper into the pocket.